Manufacturer narrative:
(B)(4).

Event description:
The pt had pain at the pump pocket site. The pump was determined to be flipped over in the pocket via examination/palpation in (B)(6) 2010. The pt also had a significant pain increase in (B)(6) 2011. The caterer was determined to be fractured while doing an epidural steroid injection. The pump and catheter were replaced. The pt recovered without sequela. The device system was used to deliver dilaudid and clonidine.